Event description:
During a surgical procedure, the surgeon had a sling around the esophagus and was handling it with a cadiere forceps controlled by his left hand, and a permanent cautery hook instrument controlled by his right hand. The surgeon moved the position of the endoscopic camera so as to center the esophagus in the field of view and did not maintain visual contact with the instruments. In this position, the surgeon attempted to move the permanent cautery hook back into view, and a noise was heard and movement of the instrument arm was noticed. The permanent hook cautery instrument appeared to be damaged after this point and was replaced with another instrument to complete the case. No pt harm or injury was reported.